Event description:
The customer reported that there was a recharge error. This error will likely prevent the system from booting, which will result in a loss of imagining functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. A filament calibration was performed and the batteries were replaced. The system was tested and found to be working as intended and returned to service.